Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced a change in their seizure pattern, that seizures are much less than before but more intense. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation; corrected data; supplemental report 01 neglected to code appropriate type of investigation coding.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy

Event description:
The physician has responded that the cause of the increased seizure intensity is due to external factors (not related to vns). Settings and diagnostics were provided. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy no other relevant information has been received to date.